Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was extrinsically over-rotated. There was blood on the distal conductor. The distal end/electrodes of the lead were bent. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The helix of the lead was extrinsically bent. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The analyst noted the lead was received with the distal coil full of blood along conductor length. No insulation breach was observed. Visual inspection found blood ingress in lead conductor through the drive shaft seal, the coupler into the coil lumen. The distal end of the lead was bent towards the stake mark on the sense ring. The lead was received with the helix fully retracted and bent inside the sleevehead, and distortion of the distal conductor within the is-1 connector, and the inner insulation buckled. This is indicative of the connector pin being turned an excessive number of times during helix extension. It could cause due to helix bent and would not extend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a right ventricular (rv) lead from an axillary entry with a tortuous 90 degree bend into a persistent left superior vena cava, numerous introducer sheaths kept kinking and the physician suspected that the outerinsulation of the lead may have become compromised/abraded and blood came out of the lumen. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.